Manufacturer narrative:
The device history records were reviewed, and there were no discrepancies or unusual findings that relate to the reported issue.

Event description:
A pt reports undergoing cataract surgery with implantation of the crystalens in both eyes. Immediately postoperatively, the pt began experiencing glare and halos and still needs reading glasses. The pt's symptoms were rated as severe. Additional info has been requested from the physician. Reference MDR #2031924-2009-00268.